Manufacturer narrative:
H.6. Investigation: this memo is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against false positive . Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter " client who is alleging a positive antigen results on the bd veritor rapid test but a negative result on the pcr. ".

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter. Client who is alleging a positive antigen results on the bd veritor rapid test but a negative result on the pcr.